Manufacturer narrative:
Pending investigation.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio: 4.1. Date: (B)(6) 2011, inratio: 1.1. Date: (B)(6) 2011, inratio: 5.1. Therapeutic range is: (2.5-3.0). Pt stated that coumadin dose have been changed over the last couple of weeks. The pt stated that the nurse changed the dose of nightly coumadin from 7mg to 10mg to 8mg (exact dates are unk; but the change to 8mg was done on (B)(6) 2011).